Manufacturer narrative:
Battery was leaking was confirmed upon evaluation. The technician found a substance leaking from the battery. It was confirmed by the technician that the battery was internally corroded and fluid was trapped in the housing as a result of improper sterilization and the plastic housing appeared to be cracked. Improper sterilization may cause damage to internal components of the battery. The battery was placed in retention.

Event description:
It was reported that a system 6 autoclave battery pack was found to have leaked an unknown substance onto the inside of its sterile packaging before the surgery. Battery has no obvious signs of physical damage and it is not obvious where the fluid is leaking from. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.